Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that the process of connecting to the implant, show how to make adjustments and provide some information about the application (app). Patient mentioned that they had not touched the controllers and don't even know if the therapy was on or off. Agent walked patient through activating MRI mode and patient confirmed that therapy was off. The patient was redirected to their healthcare provider (hcp) to further address the issue. Patient also mentioned that atone point in their recent illness they knew that it was not what was in plan and was not working. Patient stated that they don't know if their old one was working again or not because everything was with them and they seem to be working and the only way they could tell if it was working or not would be to turn it off which it didn't matter because it had to come out so that the new one could come in and be put in.